Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (11) eleven years since the subject device was manufactured. The following non-reportable malfunction was found during the device evaluation: power switch is old. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the button is stuck pushed in due to a failure of the power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the video connector latch was worn out causing poor contact with the pigtails. Additionally, the software version is outdated and was recommended to be updated to ver .3.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while preparing the visera elite video system center, prior to rooming a patient to be video scoped, they were not aware that the on/off button was pushed in until the procedure was completed when trying to turn the processor off. The diagnostic video scope procedure was completed with the same device without any delay. There was no patient harm or user injury reported due to the event.